Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to a high blood glucose level of 463 mg/dl. Caller stated that paramedics were called, and the customer was transported to the hospital. Customer was wearing the insulin pump at the time of the incident. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.